Event description:
On (B) (6): customer reports during a ureteroscopy procedure the fluoro failed. After multiple attempts of rebooting the system, the fluoro started working and procedure was completed without further incident. The customer was not willing to provide further patient information.

Manufacturer narrative:
Field service engineer completed system functional/operation tests in accordance with the (B) (4) service manual #4041004 and the (B) (4) generator service manual #710201. System's functional tests were good. Fse could not duplicate reported problem. System was returned to full service by the customer.